Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that, for a reason not related to his cochlear implant, the pt suffered from a brain haematoma. During an emergency surgery the surgeon decided to explant device.